Manufacturer narrative:
(B)(4). G2 - report source - foreign - canada. The device will not be returned for analysis as it still remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a bilateral temporomandibular joint replacement. The left side was implanted approximately seven (7) years ago and the right side was implanted approximately six (6) years ago. Subsequently, the patient is having a new custom implant being made due to unknown reasons. No intervention has been reported to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h2, h3, h6 and h11. D4 - attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.